Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to date. If returned analysis will be performed and this report will be updated.

Event description:
It was reported that the remote home monitor issued a code indicating premature battery depletion for the subcutaneous implantable cardioverter defibrillator (s-ICD). Ts was consulted and noted it appeared the battery usage has increased and suggested the device be explanted. Ts noted therapy delivery is currently unaffected and discussed appropriate approximate change out time frame, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the s-ICD was explanted and successfully replaced. No additional adverse effects were reported. The device is not expected to be returned for analysis as it was disposed of by the facility.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the remote home monitor issued a code indicating premature battery depletion for the subcutaneous implantable cardioverter defibrillator (s-ICD). Ts was consulted and noted it appeared the battery usage has increased and suggested the device be explanted. Ts noted therapy delivery is currently unaffected and discussed appropriate approximate change out time frame, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported.